Event description:
The duckbill valve on the resuscitation bag is stuck. During patient use. No death or serious injury reported.

Manufacturer narrative:
This belated MDR is being submitted as part of our remediation efforts in response to the FDA form 483 notification issued on june 4, 2014 by (B)(4) to ventlab, llc. This effort consists of (B)(4) MDR's. The affected device was not investigated. However, ventlab performed quality trending, product investigation and corrective actions to solve the root causes. The solutions were implemented last year and a recall was initiated in may of this year.